Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis patient contacted customer service to report an infected wound and stated they had to discontinue peritoneal dialysis therapy. Upon follow up, the pdrn stated the patient presented to the hospital on (B)(6) 2022 with unspecified symptoms. A pd effluent culture was obtained, the patient was subsequently diagnosed with peritonitis and admitted to the hospital. The pdrn was unaware of the reported infected wound. The patient was initiated on intraperitoneal (ip0) antibiotics with cefepime, dose frequency, and duration were not known. The patient¿s pd non-fresenius catheter was removed during the hospitalization on an unknown date. The antibiotic therapy the prescribed since discharge was unknown. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The culture results were positive for pseudomonas, species unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022. The patient is completing in-center hd therapy on a temporary basis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with subsequent hospitalization and temporary transfer to hemodialysis (hd). However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not provided, pseudomonas is often associated with infection of the pd catheter and transition to hemodialysis. This coincides with the patient having to have their catheter removed and temporarily transition to hd. Pseudomonas can be found in soil and water and they favor moist areas such as showers and sinks. (Merck manuals,2018). Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization and subsequent transfer to hemodialysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis patient contacted customer service to report an infected wound and stated they had to discontinue peritoneal dialysis therapy. Upon follow up, the pdrn stated the patient presented to the hospital on (B)(6) 2022, with unspecified symptoms. A pd effluent culture was obtained, the patient was subsequently diagnosed with peritonitis and admitted to the hospital. The pdrn was unaware of the reported infected wound. The patient was initiated on intraperitoneal (ip0) antibiotics with cefepime, dose frequency, and duration were not known. The patient¿s pd non-fresenius catheter was removed during the hospitalization on an unknown date. The antibiotic therapy the prescribed since discharge was unknown. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The culture results were positive for pseudomonas, species unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient transitioned to hemodialysis (hd). The patient was discharged on 2022-05-25. The patient is completing in-center hd therapy on a temporary basis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received test was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis patient contacted customer service to report an infected wound and stated they had to discontinue peritoneal dialysis therapy. Upon follow up, the pdrn stated the patient presented to the hospital on (B)(6) 2022 with unspecified symptoms. A pd effluent culture was obtained, the patient was subsequently diagnosed with peritonitis and admitted to the hospital. The pdrn was unaware of the reported infected wound. The patient was initiated on intraperitoneal (ip0) antibiotics with cefepime, dose frequency, and duration were not known. The patient¿s pd non-fresenius catheter was removed during the hospitalization on an unknown date. The antibiotic therapy the prescribed since discharge was unknown. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The culture results were positive for pseudomonas, species unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022. The patient is completing in-center hd therapy on a temporary basis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.